Manufacturer narrative:
Product was not returned.

Event description:
It was reported that during set up of a surgical procedure at the user facility, the device leaked a substance from the battery compartment. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during set up of a surgical procedure at the user facility, the device leaked a substance from the battery compartment. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.